Event description:
A malfunction alarm with the code malf 12 occurred, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happens again.